Event description:
It was reported that the guidewire (subject device) broke in the patient. A non-stryker mechanical thrombectomy device was used to retrieve the guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
A device history record review could not be performed as the batch number of the subject device was unknown. Analysis of the returned device was performed and the device was found to be separated from its nitinol distal end and kinked at multiple locations along its length. It was reported that the device broke. The break occurred after a non-stryker stent was deployed and the physician was attempting to pass the device back through the stent to make certain it was fully opposed to the vessel wall. Per the device's directions for use (dfu), "it can be used to selectively introduce and position catheters and other interventional devices within the peripheral and neurovasculature." Therefore, an assignable cause of "use error caused or contributed to the event" was chosen as the investigation confirms that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that the guidewire (subject device) broke in the patient. The break occurred after a non-stryker stent was deployed and the physician was attempting to pass the guidewire back through the stent to make certain it was fully opposed to the vessel wall. A non-stryker mechanical thrombectomy device was used to retrieve the guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.